Event description:
Leica biosystems received a complaint regarding "processing issues" resulting in "crisp" tissue. The complainant advised that the instrument failed to drain correctly, leaving some reagent in the retort when progressing to the next processing step. The complainant also advised that the reagents were "clean". On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2015. The complainant advised the fse that a user had "made an error putting the reagents in the wrong station which resulted in the poor processing." The fse noted that the alcohol in bottle 3 was dark brown in color. The fse flushed the lines from all reagent bottles with fresh alcohol; reviewed the service logs and conducted system verification tests. All results for the performance tests conducted were satisfactory. On (B)(6) 2015, the complainant advised leica biosystems that the sub-optimal tissue processing reported was derived from five protocols run, which started in either retort a or b between (B)(6) 2015. The complainant described the affected tissue samples as: "...hard and dehydrated. Microscopically the tissue seemed traumatized, hazy staining with no clear nuclei characteristic staining." The complainant (B)(6) stated that re-biopsy of six patients had been recommended and subsequently performed as a consequence of the circumstances involved in this complaint. The complainant was requested to provide an identifier and the age/date of birth and gender for each of the six re-biopsied patients. As of (B)(6) 2015, an identifier and the age/date of birth and gender for each of the six re-biopsied patients requested from the complainant has not been received, despite several requests being made.

Manufacturer narrative:
Investigation of this complaint found that the instrument operated within specification during execution of the five processing runs from which sub-optimal tissue processing was reported. Review of both the reagents used for the five processing runs from which sub-optimal tissue processing was reported and the information recorded in the instrument logs in association with reagents replaced between (B)(6) 2015 shows that although multiple reagents were replaced during this period, there was no evidence to identify the specific incorrect reagent replacement event which caused the sub-optimal tissue processing reported by the complainant. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the protocols from which sub-optimal tissue processing was reported. Specifically per the information provided by the complainant, a use had "made an error putting the reagents in the wrong station which resulted in the poor processing."